Event description:
Sorin group received a report that near the end of a procedure, the s3 roller pump stopped. There was no pt injury.

Manufacturer narrative:
Pt info wa snot provided. Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that near the end of a procedure, the s3 roller pump stopped. There was no pt injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.